Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2018-02263. It was reported the trial patient experienced excessive bleeding at their lead incision site after removing postoperative bandages in an attempt to apply new bandages over the wound. The patient met with their physician for further evaluation. Reportedly, the cause of the issue was undetermined. As a result, the trial leads were explanted the next day and the issue resolved.